Event description:
It was reported that (2) tct75 were used during a lung resection procedure. It was reported by the rep that the surgeon tried to fire a tct75 linear cutter across lung tissue, but was unsuccessful due to the instrument prematurely locking out. The surgeon asked for another tct75 to be opened at which time it also locked out. The surgeon then opened a ta type device from another competitor to finish the procedure. There was no consequence to pt.